Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. Twelve days after peritonitis onset, the patient was hospitalized for another indication. At the time of this hospitalization, it was indicated that the peritonitis was still ongoing. On an unreported date, the patient began unspecified treatment for the peritonitis (dose, frequency, and route was not reported). Three weeks after being admitted to the hospital, the patient was discharged and was reported to be "in good state". No further information was provided regarding the patient's outcome from the peritonitis event or whether dianeal therapy was ongoing. No additional information is available.